Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole tear was found in the cuff shell. The damage is consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No leaks were found. The balloon was not functionally tested due to unknown specifications. Inspection of the remainder of the device, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No leaks were found. The pump passed functional testing and performed within product specifications. The product analysis did not confirm recurring incontinence; however, the cuff leak identified would cause the cuff to malfunction, leading to the recurring incontinence issue. Product analysis concluded a device malfunction as the most probable cause of the event, as the cuff leak identified would cause the cuff to malfunction, leading to the recurring incontinence issue. Based on this investigation, the investigation conclusion code cause traced to component failure was chosen because a cuff malfunction was identified through product investigation and found to be the most probable cause of this event.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome of stable was reported. Additional information received that the reason for the revision was recurring incontinence. The patient outcome was reported to be stable.